Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3487a-33, lot # j0564155v, implanted: (B)(6) 2005, product type lead; product ID 748966, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported the patient¿s stimulation turned itself on this past weekend. The patient couldn¿t turn stimulation off, but she lowered stimulation to lower the limit, but could still feel stimulation. The symptoms had a sudden onset. There was no known accident or incident related to this complaint. The patient was seen on (B)(6) 2014 for troubleshooting. Impedances were in range and the battery status said ¿ok.¿ the manufacturer representative (rep) turned up ¿stim v¿ and the patient said it felt fine. The programmer seemed fine and the patient was able to control stimulation fine in the rep¿s presence.